Event description:
Aortic mechanical heart valve was the wrong size in the package. The size on the box was 23 mm but it was more like a 27 mm. This was partially sewn into the patient during surgery, when they realized the size was wrong. Opened a new package and replaced the valve with the new one. Diagnosis: aortic mechanical heart valve implant.